Manufacturer narrative:
A medtronic representative went to the site and was unable to replicate the reported event. He replaced the batteries as a precaution. System fully functional during testing.

Event description:
A site rep reported that the o-arm system was not holding charge. No patient present or impacted.